Manufacturer narrative:
This report is submitted on september 14, 2020.

Event description:
Per the clinic, the patient developed an infection at the incision site, and was treated with antibiotics (specific type, duration, and date not reported). The implanted device remains.